Manufacturer narrative:
(B)(4). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
In situ measurements in the basal region have been increasing over the past few months. A CT was performed and 3-4 of the basal electrodes have migrated out of the cochlea. The patient is satisfied with the sound quality after electrodes 9-12 were deactivated. Implant registration card shows a full insertion was achieved during implantation. Information received on (B)(6) 2015, states that another channel (8) has also gained high impedance. The next appointment is on (B)(6) 2015, to discuss explantation.

Manufacturer narrative:
(B)(4). Additional information: as per information received, it is confirmed that the active electrode is partially out of cochlea. The (B)(6) states a full insertion during implantation. Therefore it is assumed that the active electrode has migrated partially out of cochlea. A revision surgery to reposition the electrode array has not been planned yet due to patient's health issues.

Event description:
In-situ measurements in the basal region have been increasing over the past few months. A CT was performed and 3-4 of the basal electrodes have migrated out of the cochlea. The patient is satisfied with the sound quality after electrodes 9-12 were deactivated. Implant registration card shows a full insertion was achieved during implantation. Information received on november 9th, 2015, states that another channel (8) has also gained high impedance.